Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that there was moisture in the battery compartment and intermittent power in the pump. There was no allegation of an adverse event with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed multiple unexplained power on reset events recorded on (B)(4) 2018. On investigation, the pump was intact and without damage. There was moisture in the battery compartment as per the initial complaint. Leak testing did not reveal any moisture leakage into the battery compartment or elsewhere in the pump. The returned battery cap was intact and without damage and fit properly to the pump. The pump was powered on and ez-prime steps successfully completed. The pump was exercised for 24 hours without any interruption in power. Investigation did not duplicate the alleged intermittent power issue. There was no damage, defect or contamination of the pump¿s interior components.